Manufacturer narrative:
The impella device has not been returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 79 year old male on an impella cp for mechanical circulatory support. It was reported that the patient had oozing from the access site. The heparin drip was stopped and the patient was switched to bicarbonate. Later, the team made the choice to abandon the coronary artery bypass graft (CABG) and allow the patient to expire under care/comfort measures.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding issue was most likely use related, as the access site was treated by dressing change and the angle was matched as per the clinical description. The instructions for use referenced in the initial report are from IFU for impella cp with smartassist for use during cardiogenic shock and high risk cp, sections: general patient care considerations, entering cardiac output, and potential adverse events (united states) which now includes statement "cardiac or vascular injury (including ventricular perforation).¿ b5-added patient outcome from medical safety officer in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The patient was withdrawn from care and expired after 70 hours on support. Upon review by abiomed's medical safety officer, there is not enough information to associate use of the device with patient outcome.